Manufacturer narrative:
The topic: other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the event did not take place before the device implantation and the patient actively using the waa during the incident have been ruled out as potential causes. The questionnaire shows the devices were implanted at an off-label location. Additionally, the clinician suspected that the patients sleep apnea and bmi, combined with being placed in a prone position contributed to the complications at the first attempted explant. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the stimwave device contributed to the reported issue. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error clinician). In addition, the device was implanted in an off-label location which is also attributed to user error clinician.

Event description:
On (B)(6) 2022 an explant procedure was performed due to the patient not receiving therapy. During the explant procedure, the patient stopped breathing, and the case was aborted. Chest compressions were started and ventilation was provided via an oral airway. An automated defibrillator was placed on the patient which stated no shock was necessary. The patient started to breath on their own and an ambulance transported them to the hospital.the patient spent the night at the hospital and was released on (B)(6) 2022. The devices were successfully explanted on (B)(6) 2022. The patient was kept awake for the second attempt and did well during the procedure. The patient is fine and no further issues have been reported.